Event description:
The suspect device result was 524 mg/dl. The user felt delerious and went to the ER. Their glucose was 263 mg/dl and they were admitted. Controls were not used. The test strips being used had expired 8/2003. The device was replaced and requested to be returned for evaluation.